Event description:
During a cervical or lumbar laminectomy the finger control botton came off of the motor while the surgeon was drilling. The pin fell into the patient wound site. It was visually located, and suction was used to remove the pin. Minimum delay for location of the pin. There was no patient impact.